Event description:
This subject is a (B)(6) gestation male infant enrolled in the (B)(6) neonatal research network pda trial and was randomized to the expectant management arm on (B)(6) 2021. Infant had brief cardio respiratory arrest requiring a bag mask ventilation and 60 seconds of chest compressions during manipulation of an abdominal penrose drain. Possible displacement of et tube during this episode, infant's vitals normalized after replacement of ett. FDA safety report ID # (B)(4).